Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error, exposed to moisture, and stuck button. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a critical pump error/open book image error. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 08/17/2024 22:48:56.000 and on 08/17/2024 22:49:07.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: 3926945), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 17-aug-2024 in the formatted history file. Sensorerroralert (801) was found on: 08/16/2024 17:38:51.000 unable to test for sensor error alert due to critical pump error (open book image) alarm. Sensor error alert was unknown.low battery alert was found on: 08/17/2024 09:55:00.000 insert battery alarm was found on: 08/17/2024 13:42:38.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery.unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. There is no pump error 61 (stuck key alarm) recorded in the formatted history file on the event date. Unable to test for keypad anomaly/pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. Keypad anomaly/pump error 61 (stuck key alarm) was unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify keypad anomaly/stuck button alarm and perform the required testing due to critical pump error (open book image) alarm.critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.